Event description:
Pt had a second repeat embolization due to failure of initial embolization performed 4 months previously. She again experienced continued fibroid growth, loss of orgasm and vaginal discharge. Hysterectomy was performed secondary to pain and embolization failure.